Event description:
Information received does not address the patient's clinical status but notes that the device was programmed to vvir but was pacing in vvi mode. Battery voltage and magnet rate indicated near rrt values. A software download was success- ful, but measured data reported below rrt values. Prior to replacement, the battery voltage was 2.55v, the mode was vvi and dashes were noted for current drain. The current drain was 495ua after removal.